Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed the total service checks, which were within specifications. The cse ran all five levels of master calibration material and performed precision testing on quality controls, which were acceptable. During the follow-up visits, the cse performed a total service call and decontaminated acid and base. The cse performed precision testing and quality controls, which were acceptable. The cse discovered that the instrument had reagent probe z drive overload detected error and a discordant troponin result. The cse adjusted the z motor and cleaned the z shaft. The cse ran a total service check to address the discordant result and replaced the waste peripump tubing. The cse verified the sample and reagent probe alignments and checked the sample and reagent probe syringes. Quality controls were run and the results were acceptable. The cse also replaced the reagent probe syringe to address the dripping. Quality controls were rerun, which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was re-spun and repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.